Manufacturer narrative:
This supplemental report is being filed to correct the d4: model number; d4: catalog number; d4: expiration date; d4: unique identifier (UDI) #; and h4: device manufacture date.

Event description:
It was reported by the field clinical representative that the patient with this right atrial (ra) lead stated experiencing diaphragmatic stimulation. A lead revision was performed. This ra lead remains in service. No additional adverse patient effects were reported. Additional information indicated that neither the hospital nor the field representatives reported any subsequent patient encounters, suggesting that the anomaly was resolved. The lead revision procedure was reported to be successful.

Event description:
It was reported by the field clinical representative that the patient with this brady lead stated experiencing diaphragmatic stimulation. A lead revision was performed. This brady lead remains in service. No additional adverse patient effects were reported.